Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected failed battery alarm anomalies noted. No unexpected back light anomalies noted. Device received with cracked case at the display window corners, cracked lcd window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that screen was crack and screen was extremely dim and hard to see. The customer's blood glucose was unknown at the time of incident. The customer also state that battery last only for two weeks. The insulin pump will not be returned for analysis.